Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left common iliac to external iliac artery. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed using a 5 mm - 60 mm sterling balloon catheter. After placement of an 8 mm x 80 mm and 7 mm x 60 mm epic stents, a 6.0 x 40, 75 cm mustang¿ balloon catheter was advanced for post dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 6 mm - 60 mm sterling balloon catheter. No patient complications were reported and the patient's status was stable.